Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-09188, 2134265-2013-09190. (B)(4) clinical study. It was reported that post a stenting procedure, the patient died. The patient presented with unstable angina. The 90% stenosed, diffuse, eccentric, type c, 2.06x17.7mm lesion was located in the severely calcified and non-tortuous mid to distal left anterior descending (lad) artery. Following pre-dilation, a 2.25x20mm promus element plus stent was deployed at 11 atms and a 2.25x8mm promus element plus stent was deployed at 15 atms. Post dilation was performed, and timi flow was iii with residual stenosis at 25%. The 99% stenosed, eccentric, type b2, 2.39x7.7mm lesion was located in the severely calcified and non-tortuous proximal lad. Following predilation, a 2.25x8mm promus element plus stent was deployed at 10 atms. No post dilation was performed. Timi flow post stenting was iii, residual stenosis was 25%. The patient died from acute cardiovascular failure.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. . (B)(4).

Event description:
It was further reported that the 2.25x20mm and 2.25x8mm promus element plus stents were overlapped. No-flow occurred following stent deployment. Then the patient was in shock state. The patient was transferred to ICU, intubation and pcps were performed. However, the patient expired. There was no stent thrombosis in the lad. No-flow occurred due to the distal embolization.